Event description:
It was reported that the device reached the elective replacement indicator and that there may have been premature battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis concluded that the device reached elective replacement indicator (eri) which was triggered by battery impedance on (B)(6) 2010. The device is part of the advisory for this model.